Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the little plastic piece on the insulin pump's reservoir compartment lip fell off, exposing the rubber seal. The rubber seal popped off and was hanging on the reservoir tubing. Customer's blood glucose level was not reported. One of the plastic rails broke off the back of the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump passed the self test. Low battery alarm, power loss alarm, replace battery alarm and replace battery now alarm confirmed in the format history file and then power management parameters graph confirmed external flash error was triggered when backup battery loaded voltage. After disconnecting and reconnecting the internal battery connector. The device was monitored and functioned properly. Device was received with scratched case and fading serial number.